Manufacturer narrative:
Zimmer biomet complaint # (B)(4). Concomitant products: 11-103200 404160 taperloc por lat fmrl 5.0x130. Customer has indicated that the product will not be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 state, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ multiple MDR reports were filed for this event, please see associated report: 1825034-2017-01397.

Event description:
It was reported the patient was revised 11 years post-implantation due to pain. During the procedure, the femoral head and acetabular cup were removed and replaced. Attempts to obtain additional information have been made; however, no further information is available at this time.

Manufacturer narrative:
Review of device history records found these units were released to distributor with no deviations or abnormalities. No product was returned; product evaluation could not be completed. This device is used for treatment. Metal on metal complaints will be monitored through monthly post market surveillance trending process. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.